Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, surgery was required. Following deployment of a non-bsc stent in the obtuse marginal (om) branch, the icross coronary imaging catheter was successfully used to check stent apposition which was determined to be well apposed. During withdrawal of the imaging catheter, the device hit the stent and knocked it loose embolizing the stent. After multiple unsuccessful attempts to retrieve the stent, the patient was sent for surgery. The stent was recovered and the patient has been discharged.